Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with hypoglycemia. The patient's blood glucose levels decreased to 1.7 mmol/l (30.6 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include low blood sugar and impaired thinking. The patient went into coma and the patient's wife called the ambulance. The pod was removed from the abdomen and the paramedics gave the patient sugar water through intravenous therapy (IV). While in the ER, the patient's doctor monitored the patient's blood sugar every 15 minutes and continued treatment with the IV drip with sugar water. The patient was released after 5 or 6 hours.